Event description:
Per the audiologist, the pt reported pain, has had an infection, and has had skin growing over the abutment. The pt has requested that the flange fixture with abutment be explanted. It was recommended that the abutment alone be removed as that is a less invasive but effective procedure. The pt's abutment was removed, in the or at the pt's request, in 2008.

Manufacturer narrative:
This is a final report, filed 12/4/2008.